Event description:
On (B)(6) 2009, after approx 6 days of use, the clinical staff of the hospital contacted cardiacassist to inform them that the pump had stopped, and the controller had issued a number of alarms. The hospital was instructed to switch to the integral backup but it was also found to be inoperable. The controller was rebooted several times, but the issue could not be resolved. When questioned regarding events that occurred prior to the failure, the clinical staff reported that some quantity of saline had been spilled onto the controller. Based on this report, it was recommended that the controller be replaced. The clinical staff utilized a roller pump to provide temporary support to the pt until the controller was subsequently replaced and the pump restarted. The staff reported that the pt was not adversely impacted by the incident.

Manufacturer narrative:
Eval summary: upon receipt, the controller was examined externally for any signs of damage, defects, or workmanship errors. No issues were identified, and all seals, covers, and gaskets were found to be intact. The external surfaces of the controller were examined for evidence of fluid spills, but no significant residue was noted. Given the previous report of a saline spill, this indicates that the system was likely cleaned prior to being returned. The controller was disassembled, and evidence of fluid infiltration in the form of a dry, white contaminate was found on the main wiring harness, and across all of the contacts of the pump motor control pcb connector. A large, dried pool of contaminate was also found on the bottom of the chassis directly below the connector. All power supply voltages were measured, and found to be within normal limits. No evidence of workmanship defects was noted. When power was applied, the controller was found to function normally in both the primary, and backup operating modes. An engineering analysis of the signals and circuitry of the pump pcb connector was conducted, and the results confirmed that a short circuit of adjacent connector contacts by saline could result in the failure reported by the clinicians. Testing was conducted to attempt to determine the fluid entry path. The results found that fluid entry could occur if saline were allowed to trickle down the mast for an extended period of time. Although the controller is designed to withstand minor splashes and spills, the labeling warns the user to protect against this.